Manufacturer narrative:
The pump was received with no button response due to the lcd keypad connector being unlocked. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the functional tests due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 6.4mmol/l. The customer stated that the up and down button is not working. The customer was advised to stop usage and backup plan. The customer was advised the same day swap.